Event description:
Customer reported receiving a no delivery alarm on the insulin pump. It was also noted that the customer was hospitalized due to high blood glucose readings of 500 mg/dl and diabetes ketoacidosis. Customer's blood glucose reading at the time of the call was 418 mg/dl and has treated. Through troubleshooting it was noted that the customer was receiving a no delivery alarm due to the reservoir being empty. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.